Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after completion of a lung biopsy + wedge resection procedure, the nurse was removing the grounding pad off of the patient's left lateral thigh and it was noted that there was a purple raised "l" shaped area that was not there prior to placement on the pad. The raised area matched the shape of the edge of the grounding pad. It had the appearance of a 1st degree burn. The doctor ordered silvadene 1 percent cream to be applied twice a day.